Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 8 years and 2 months. No product was not returned for evaluation. Also, no x-rays were returned for review. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2001, and that the patient was revised in 2009, due to an osteolytic lesion in the proximal tibia around the screws in the tibia baseplate.